Event description:
It was reported that during percutaneous peripheral intervention a balloon rupture occurred. The access was obtained via right femoral artery. The 100% stenosed and severely calcified target lesion was located in the moderately tortuous left superficial femoral artery. A guide wire was advanced through the access area and a 4-40 sterling mr balloon catheter and a 5-20 pcb cutting balloon was used for pre-dilation at the target lesion. Stents were implanted and a 7.0-80 wanda balloon catheter balloon was used for post-dilation. The device was inflated twice, 1st inflation is at 8atm then ruptured on the 2nd at 15atm. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis as it was disposed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).